Event description:
It was reported that during the lobectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2024 d4: batch # 160c99. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one vasecr35 reload was received for analysis and the reload body was noted to be damaged. The reload was received unfired with the reload pan bent. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 160c99, and no non-conformances related to the reported complaint condition were identified.